Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a patient had two vasopressor infusions including levophed, and had a drop in blood pressure. The physician was notified, unspecified boluses were administered, and a third (unspecified) vasopressor, was started. It was then noted that the device with the levophed infusion was off. The module was removed and replaced. There was no harm or lasting effect.

Manufacturer narrative:
The customer¿s report of an underinfusion and the device being found off was not confirmed. Analysis of the pcu event log shows that at 4:50 pm on (B)(6) 2016 pump module s/n (B)(4) was added to the system as unit a. At 4:50 pm, the programming was started for norepinephrine (levophed) 8mg/250ml but the programming was not completed. At 4:51 pm, the device alarmed for flo stop open, followed several seconds later by a channel disconnect alarm. Twenty seven seconds later the module was recorded as being added back to the system. Norepinephrine 8mg/250ml was then programmed to infuse at 98.3ml/hr. At 7:00 pm, the infusion completed. The device infusing levophed (pm s/n (B)(4)) was not returned for investigation. The root cause of the reported event was not identified.